Event description:
It was reported the pt presented to the interventional radiology lab with an occluded right common femoral artery. The pt had undergone a procedure thirty days prior in which an anigo-seal device was deployed to seal the arteriotomy site. The pt is awaiting surgery and has symptoms of vascular insufficiency (decreased blood flow and pain) since the cardiac catheterization procedure. Surgery has been scheduled for july.